Event description:
The report we received from the field indicated that when the circulating nurse selected the product to be used for the next procedure, it was noted that the bottom seal of the sterile pouch was not sealed completely. One one-inch-long area in the middle of the seal was open; the remainder of the seal had been sealed shut. The product was not used clinically, and another palmaz blue was used to successfully complete the procedure. The product is available for evaluation and testing; however, it has not been received to date.